Event description:
The patient reported frayed wires of the power cord. The power cord and power supply were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
One cardiomems patient electronic system power supply was received for evaluation. External and internal visual inspections of unit revealed exposed wires. The review determined that no non-conformances were identified that are related to the reported event.